Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion and prime tests. The device was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. The motor was tested outside device and it passed. The device had minor scratches to lcd window, cracked reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had no delivery alarms on her insulin pump. Her blood glucose was 114mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.